Event description:
It was reported that the pt was implanted a durom us acetabular component 54/48 n on unk site (exact date not reported). The pt was revised due to unk reasons (exact date not reported).

Manufacturer narrative:
Additional information was received on august 20, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: it was reported that the patient underwent a hip arthroplasty on an unknown date and on an unknown side. The patient was revised on an unknown date due to unknown reasons. Neither pictures nor x-rays were provided for review. Visual examination during the visual examination the durom acetabular component presented dark third body material growth present on the porous coating, articulating surface, and rim. Condensed region of cloudy third body material present on the articulating surface. Minor chipping and material deformation was also present on the rim. Metasul ldh large diameter head presented condensed region of cloudy third body material present on the articulating surface. Metasul ldh large diameter head and head adapter presented scratches and third body material. As the date of implantation was not provided, we related to the issues for which zimmer implemented a notification in july 2008 (as previously reported). Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and / or the device (s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).